Event description:
Reported via journal article. It was reported that the patient experienced pain post procedure. The patient underwent endovascular aneurysm repair (evar). Utilizing a renegade microcatheter, interlock detachable coils were successfully implanted in the internal iliac artery during the evar to prevent the occurrence of type ii endoleaks. The patient reported severe pain in both buttocks (especially the left embolization side) immediately after the embolization. However, this patient reported continuous improvement of symptoms at three-month follow-up.

Manufacturer narrative:
Journal article: kim, woo c, et.al., sep/oct 2014, internal iliac artery embolization during an endovascular aneurysm repair with detachable interlock microcoils, korean j radiol 15(5), pp. 613-621. Age at time of event: 18 years or older. The device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).